Manufacturer narrative:
Philips service replaced the geo module wp kit. The system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a geometric movement malfunction occurred due to intermittent geo module failure on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.